Manufacturer narrative:
Tech found the bed in storage area. Head hi-low was drifting down. Replaced trendelenburg valve to resolve this issue.

Event description:
Complaint alleged that the head hi-low was drifting down. No injury alleged.